Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator failed its preventative maintenance testing for the atrial-ventricular interval,it was off by 20 at each step. The generator was returned for service. There was no patient involvement associated with the event.

Event description:
It was reported that the external pulse generator failed its preventative maintenance testing for the atrial-ventricular interval,it was off by 20 at each step. The generator was returned for service. There was no patient involvement associated with the event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the atrial- ventricular interval was off. Analysis did find the upper case broken, the lower case and one side bail cover contaminated, the battery contacts compressed, the keyboard pad scratched and contaminated and the battery drawer o-ring missing. (B)(4).